Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 30-500 mg/dl with high ketones. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Customer consumed carbohydrates to treat bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.